Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 05/31/2016 on behalf of the patient to report that the receiver displayed err 121 on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call local distributor error err68" was observed on the screen. The receiver log was reviewed and screen error alarms were observed. Functional testing could not be performed because of the "call local distributor error err68". The reported event of an error icon display was confirmed during log review. A root cause could not be determined.